Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed.; the loop wire at the tip was broken. There was damage to the insulating tubes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wrong handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D1 - brand name - hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis the device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the high frequency resection electrode, loop broke during the transurethral resection of the prostate in saline procedure. The issue was found during procedure, and the therapeutic procedure was completed with a similar device. There were no reports of patient harm.